Event description:
Boston scientific received information that an alert was received for a low out of range pacing impedance measurement on the right ventricular (rv) lead. The field representative stated that the patient was brought into the physician's office for a system evaluation. Upon interrogation, the rv lead impedance measurements were within normal limits and no other issues were noted. At that time, no changes were made to the system and no adverse patient effects were reported. One month later, another alert was received for a low out of range pacing impedance measurement. Upon evaluation, the impedance measurement was noted to be stable and within range. However, rv oversensing of noise, pacing inhibition with greater than two seconds of asystole and loss of capture due to increased threshold measurements were observed. Inappropriate anti-tachycardia pacing (atp) was also noted due to the noise. There was concern over rv lead dislodgement or a device to lead connection issue, however, neither of these concerns were able to be confirmed. The patient reported symptoms of occasional lightheadedness and was symptomatic during threshold testing. A revision procedure was performed where the rv lead was surgically abandoned and a new lead was successfully implanted with the existing device. During the procedure, the physician opted to use the left ventricular (lv) lead and device in an off label manner by having the lv lead temporarily pace the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.